Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va1fbjx , implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had an ins and lead removal on (B)(6) 2018, and that the lead had broke during the explant so there were lead fragment left behind. Patient was told by their healthcare professional (hcp) that it was ok to have an MRI which patient required of the lumbar spine however the MRI facility would not perform it. Patient also indicated allergy prior to discussing MRI but the details were unknown. No further complicationswere reported.